Event description:
It was reported the pt no longer uses his stimulation. He stated the trial system worked well but the permanent scs system never quite relieved his pain. He also reported he has felt pain and pressure at the ipg site for over a year. He stated the pain is alleviated by applying ice or additional pressure at the site. It was reported the pt plans to have his system explanted. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.